Manufacturer narrative:
Technician found that head would not raise due to stuck solenoid valve. Replaced solenoid valve to resolve this issue. Bed found in sicu.

Event description:
Complaint alleged that head would not rise. No injuries reported.